Event description:
It is reported that patient was revised. Allegretto prosthesis appeared to be broken.

Manufacturer narrative:
The device history records were reviewed and found to be conforming. Once the investigation result of the product is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).